Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation, migration of the filter and deep vein thrombosis (dvt). The patient suffered life-threatening injuries and damages. Requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and perforation could not be confirmed, and the exact cause could not be determined. A clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use also notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation, migration of the filter and deep vein thrombosis (dvt). The patient suffered life-threatening injuries and damages. Requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of lower extremity edema and morbid obesity. The filter was deployed via the right groin. It was placed below the renal veins and above the iliac veins. The patient was stable and there were no complications. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut outside the inferior vena cava, migration of entire filter other than to the heart, blood clots, clotting and/or occlusion of the inferior vena cava. The patient had a computed tomography (CT) scan approximately ten years and two months after the index procedure. It indicated perforation of the vena cava and migration of the filter. The form states that the patient also experienced swelling in the legs, poor circulation in the legs, emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of lower extremity edema and morbid obesity. The filter was implanted via the right groin. It was placed below the renal veins and above the iliac veins. There were no complications and the patient was stable post-operatively. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation, migration of the filter and deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient experienced perforation of the filter strut outside the inferior vena cava, migration of entire filter other than to the heart, blood clots, clotting and/or occlusion of the inferior vena cava. A CT scan indicated that there was perforation of the vena cava and migration of the filter. The patient reports experienced swelling in the legs, poor circulation in the legs, emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Circulatory insufficiency as swelling of the legs do not represent a device malfunction and may be related to underlying patient specific issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Initial reporter health professional: health professional? No, initial reporter occupation: occupation: non- heath care professional.